Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had high blood glucose and that it was almost 500 mg/dl. He tried changing his battery, gave himself a bolus and his blood glucose was 290 mg/dl. He said that the pump would not give him any more insulin. When going into the bolus wizard, the customer stated that it was blank. He said that the battery died in the pump the night prior and that he did not change the battery until the morning of the call. The customer needs assistance delivering a bolus and he was assisted with delivering the bolus. The pump will not be returning for analysis.